Event description:
It was reported that during training the dexcom g7 sensor failed to pair to the ilet pump despite multiple troubleshooting steps, while the user could connect the sensor to the dexcom app; the problem involved intermittent communication failure associated with the electrical/magnetic subsystem and antenna, and pairing was attempted with the phone¿s bluetooth disabled to prioritize ilet connection. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and trainer. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure implicating the antenna within the electrical and magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.